Manufacturer narrative:
An internal biomérieux investigation was initiated due to false positive cefoxitin screen results for two (2) staphylococcus aureus strains from two (2) patients in association with the vitek® 2 ast-p619 card (lot 4990676403 and vitek 2 software version 7.01). The customer stated that the test results for both patient isolates on the vitek 2 ast-p619 card were a false positive cefoxitin screen test and a susceptible oxacillin (oxa) (mic= 0.25 mg/l). Both isolates were also tested on mha-oxa plates, and no growth was observed. Pcr meca and mecc were negative, and the strains were confirmed as mssa strains. The customer repeated the testing and obtained the appropriate susceptible results. The customer is not able to provide the strains, repeat lab reports or raw card data. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference. Vitek 2 raw data is helpful in the assessment of organism growth in the vitek 2 card when initial and repeat results differ. Vitek 2 ast-p619 (lot # 4990676403) met final qc release criteria and passed qc performance testing.

Event description:
A customer in (B)(6) reported (B)(6) screen results for two staphylococcus aureus strains from two (2) patients in association with the vitek® 2 ast-p619 test kit (lot 4990676403 and vitek 2 software version 7.01. The customer reported cultures were incubated for 18-24 hours at 36°c with co2. Cos media was used for subculture. The customer stated that the test results for both patient isolates on the ast-p619 card, were a (B)(6) screen test, and a (B)(6). Both isolates were also tested on (B)(4) plates and no growth was observed. (B)(6) were (B)(6), and the strains were confirmed as (B)(6) strains. No patient information was provided by the customer. The customer stated there was a delay greater than 24 hours to report results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.